Event description:
Event description: boston scientific crm received info that, the pt implanted with this implantable cardioverter defibrillator (ICD) expired, while recovering from cardiac surgery for a prosthetic valve. The cause of death has been reported as non-cardiac related, however the results of the autopsy is pending. Following the pt's death, attempts to interrogate the device were unsuccessful.

Manufacturer narrative:
Event conclusion: upon receipt at our reliability assurance lab, this device was confirmed to have an electrical short between the df - feedthrough wire and df+ backfill tube. Detailed analysis determined that damaged insulation surrounding a wire within the header allowed a diversion of shock energy into device circuitry. On 6/17/05, guidant (now boston scientific) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in april and november of 2002. This device was manufactured before 4/2002, and is included in this population. Since we cannot inerrogate this device we are unable to determine if this device was involved in the pt's death.